Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has received the suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported they had a persistent universal surgical manipulator (usm) #1 recoverable error #32101. They were able to complete the procedure earlier by disabling usm #1 and continued as a three-usm setup. After completing the procedure, they attempted a system restart, but the error was persisting. Tse walked caller through a hard power cycle on the patient side cart (psc) and exercised usm #1's distal set up joint (dsuj) up and down. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal set up joint (dsuj) was analyzed and found to have error 32101. In logs, the 32101 error was found indicating pot to encoder fault on the yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32101 error was triggered at start up in normal mode, replicating the reported event. The unit was then installed onto a patient side car fixture test platform where the unit would not disengage the wrist brake. Once testing was completed, the axes controller tornado printed circuit assembly was alternating baseline assessment tested and verified to be the source of the fault. The probable root cause in this case is attributed to the axes controller tornado printed circuit assembly.